Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs #1225714-2014-02267 and 02268.

Event description:
The plaintiff's attorney alleged that the decedent experienced acute renal failure on or about (B)(6) 2011 and subsequently expired after the use of the product.